Event description:
Healthcare professional reported patient was injected with 0.5ml of juvéderm® volux® xc in the jawline. 12 days later, patient had teeth cleaning. A month later, patient experienced delayed immune nodule inflammation at injection site (inflammatory nodule) and was treated with prednisone (20 mg taper) with two types of antibiotics. 8 days later, CT scan of neck performed with result noting "16 x 2.8 x17 enhancing mass on top masseter." Area was aspirated with no growth. Approximately two months later, patient was treated with kenalog (2mg, intralesional). Five months later, patient was treated with kenalog + hyaluronidase 2x. Next month, MRI of head and neck was performed with result noting "stable, no fluid on sono aspiration." A week later, patient was treated with kenalog. Symptom resolved two weeks later.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.